Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. The customer¿s blood glucose level was unknown. Customer stated that pump was dr has rewound the pump several times and is getting the same motor error. The customer was assisted with troubleshoot and customer reports that an alarm received was pump and cannot rewind. Assisted in performing a displacement test and test was failed. Customer stated pump cannot rewind and only displays motion sensor test failure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement test. Insulin pump was received with stuck motor error alarm loop during bolus delivery. Unable to verify motion sensor test failure alarm due to motor error alarm. The motor was tested outside of the device and passed. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label and cracked battery tube threads.